Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e226 scope communication error issue could not be reproduced and could not be confirmed; the device was found to meet specifications. The event may be detected by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that videoscope had an e226 scope communication error during preparation for use. The diagnostic procedure was completed using a similar device and there was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed that this phenomenon could not be reproduced. Additional findings are as follows: the el (electrical) connector had a wound, the a-rubber adhesive was floating, the distal end was cracked and not waterproof, the distal end had scratches and cracks and adhesive around lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.